Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: the control bar was loose and not in the correct position. The vespel bearings, semi-circle bearings, needle bearing, adj cams, and set screws were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.

Event description:
It was reported that during surgery that the unit cuts deeper as it goes. There was no reported harm, injury, or delay. An alternate device was used to complete the procedure. Due diligence is complete. No additional information is available.no adverse event reported.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.